Event description:
Dealer states their customer returned 12 boxes of the 486 catheters sayng the tip on several of these catheters is very sharp not cut off, just very sharp. As a result the patient cut their bladder and required surgery to repair it.